Event description:
During zoll technical service dept's preventative maintenance, when attempting to charge the defibrillator to 200 joules, the device intermittently charged slowly up to 49 joules, stopped and then displayed error message code "error 44" on the monitor screen. There was no pt involvement in the reported failure.